Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned zoll manufacturing on 3/2/2017 evaluation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor sn (B)(4): 11/30/2015, electrode belt sn (B)(4): 5/25/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received three inappropriate treatments. The patient was reportedly in a skilled nursing facility and not conscious at the time of the event. All three of the treatments were delivered while the patient was in asystole. The post-shock rhythm was also asystole for all of the treatments. The response buttons were pressed intermittently during the event but not during the treatment sequence that resulted in the defibrillation shocks. The response buttons functioned appropriately. Oversensing of low-amplitude cardiac signal contributed to the false detection. There is no indication of any device malfunction.